Event description:
Pt was revised. Reason for revision surgery is not know at this time.

Manufacturer narrative:
No 510(k) number provided because this implant was sold internationally with different indications for use; it was sold in the united states under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
J j (B)(4) reports: revision surgery. The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.